Event description:
Level detector reportedly did not alarm as expected when used with "affinity" blood reservoir. The detector is labeled for use with reservoirs having wall thickness 0.03"-0.100". The reservoir in question has wall thickness greater than 0.100". Subsequent investigation concluded on 12/1/99, that the detector could spontaneously enter the reset mode, during which time alarms would not sound. Investigation into root cause is continuing.